Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During inspection and testing, service found the body control unit had discoloration. The control unit channel mount was damaged. The biopsy port mouthpiece was deformed. Scratches were observed at the distal end of the biopsy/instrument channel. The customer's cleaning, disinfecting, and sterilization (cds) processes have been requested. At this time, no additional information has been provided. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and 2 colony forming units (cfu) of filamentous fungi were detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.